Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported partial deployment and difficulty removing from the introducer sheath was confirmed. The reported mechanical jam of the thumbwheel was unable to be confirmed due to the condition of the returned device. Additionally, a bend was noted in the introducer sheath along with multiple chatter marks on the distal sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported difficulties were likely the result of using an undersized guidewire with the absolute pro ll device. It is likely that inadequate support for the shaft due to use of an undersized guidewire caused restriction to the distal shaft lumens in the anatomy (possibly over the aortic bifurcation), preventing movement of the shaft lumens and causing the thumbwheel to lock up resulting in deployment failure. The bend noted in the returned introducer sheath and multiple chatter marks on the distal sheath of the absolute pro ll further suggest that the distal shaft was bent or restricted in the anatomy. Additional attempts to rotate the thumbwheel against resistance may have caused the outer member separation at the distal end of the shuttle preventing any further transmission between the thumbwheel and retractable sheath. It is likely that once the outer member separated from the shuttle, tension on the ribbon was lost causing recoil or slack in the ribbon. The slack in the ribbon then resulted in the ribbon coming off the thumbwheel track. Further rotation of the thumbwheel with the ribbon off the thumbwheel track caused the ribbon to spool around the center handle pin. As the ribbon was being spooled around the handle pin, this likely caused the handle halves to begin to separate as noted on the returned unit due to the spooled ribbon building up in the tight space between the thumbwheel and the handle halves. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Correction report only. See h11h7: if remedial action initiated: recall deleted - selected in error.

Manufacturer narrative:
Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Event description:
Subsequent to the original filing, on (B)(6). 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, 70% stenosed, de novo superficial femoral artery (sfa) in a femoral to femoral crossover procedure. After lesion preparation, the 5x150mm absolute pro ll self-expanding stent system (sess) was advanced over a 0.048 guide wire to the target lesion. During deployment, due to an issue with the thumbslide, the stent was only partially deployed and could not be expanded further, so the delivery system and stent were removed from the patient as a single unit with resistance met from the anatomy. There was no adverse patient effect or a clinically significant delay in the procedure. Another same sized device was implanted to successfully complete the procedure. No additional information was provided.